Event description:
Allegedly, patient was revised due to dislocation subluxation; malalignment socket; periprosthetic fracture stem. Revision njr number: (B)(4). Side:r. Primary asa: p1 - fit and healthy. Mhra reference no: (B)(4).